Event description:
It was reported that during equipment testing conducted at the user facility that the device would continue to run while the battery was attached. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation.